Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a system fault. No patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was verified by the presence of error code 104. The intermittent motor was identified as the cause of the issue. Replacing the motor corrected the problem, and the device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.